Manufacturer narrative:
Hypoxia is a side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the (B)(4) study (ide clinical study used to support PMA p180002's approval), 5.5% of the zephyr valve subjects experienced hypoxia in the treatment period ([less than or equal to 45 days). The zephyr ebv system IFU and pulmonx training program both specifically reference hypoxia as a known side effect of this procedure. The reported event aligns with the experience observed in the (B)(4) clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
On (B)(6) 2020, the patient had three zephyr valves implanted in the left upper lobe. The patient suffered hypoxemia after atelectasis. The patient was put on oxygen. The patient was discharged from the hospital on (B)(6) 2020.